Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (insulin cartridge), is related to case with patient identifier (B)(6) (adapter). Product is not expected to be returned.

Event description:
It was reported that insulin leaked between the adapter and the insulin cartridge. The patient has had this issue for about 14 days and also with a new adapter.